Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard. Another device (same model) was implanted instead.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connections system of the pacemaker did not function at the ventricular level as specified with the returned screwdriver, because, of the identified damages to the ventricular set-screw and screwdriver tip. The damages identified to the ventricular set-screw is consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 4. Subsequent rotation with the torque screwdriver led to stripping of the main portion of the set-screw cavity. In this condition, the click sound could not be heard.